Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7071202.

Event description:
It was reported that the patient had pain and swelling at the lead site incision. X-ray was taken and showed that the leads were migrated. The patient experienced inadequate stimulation and reprogramming was done but unable to cover left side. The patient underwent a revision procedure wherein the leads were repositioned and was doing well postoperatively.